Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure was embedded in uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("chronic back pain") and asthenia ("energy coming back"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown and the back pain and asthenia had resolved. The reporter considered asthenia, back pain and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described/confirmed in social media: essure was embedded in uterus, chronic back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure was embedded in uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("chronic back pain") and asthenia ("energy coming back"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown and the back pain and asthenia had resolved. The reporter considered asthenia, back pain and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were described/confirmed in social media: essure was embedded in uterus, chronic back pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.